Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6) presented reflex neuro deterioration, cause is unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(6) presented reflex neuro deterioration was performed. The cause is unknown. The patient was implanted with a 6mm medium prodisc-c at c6-c7 on (B)(6) 2004. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported reflex neuro deterioration. The reported event occurred seven years after surgery. There is limited information available, and it is unknown what the severity was, or if any treatment was provided for the reported event. There is no detail on the cause of the event. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported reflex neuro deterioration. The reported event occurred seven years after surgery. There is limited information available, and it is unknown what the severity was, or if any treatment was provided for the reported event. There is no detail on the cause of the event. If additional information becomes available, this determination should be re-reviewed by a clinician.